Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The infra-renal neck angulation was 30 degrees. The diameter of the proximal neck was 18.2 mm in diameter a.8 mm in length it was reported that after implantation of the main body, a type ia proximal endoleak was suspected, but was not confirmed. Another manufacturer¿s aortic cuff was implanted; however, the endoleak still slightly remained. Based on the physician¿s comment, the cause of the endoleak was due to the short neck and the result was expected. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).